Event description:
It was reported that the patient's right atrial lead had been pulled back the next day after implantation. A fluoroscopy showed that the lead was not fully dislodged, but had been pulled back. Repositioning of the lead was attempted multiple times but was unsuccessful. The helix of the lead appeared to spring out when the physician attempted to screw it to the atrium. The lead continued to dislodge, so the lead was explanted and replaced. After the lead was explanted, it was noted that the helix was not extending or retracting appropriately. The screw appeared to have been bent and was catching on the plastic that surrounded it. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece with helix found extended and clogged with dried blood tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The measured full helix extension length was within specification. Visual inspection of the helix did not find any anomalies. The steroid plug was found shifted consistent with the reported event of "plastic appeared to be extended with helix".